Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. System logs do not show a fault occurred during the procedure. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The customer called back and made the same complaint on the recently replaced usm. The fse went to the site but was not able to reproduce the issue, however the fse did replaced the usm for a second time. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have no functional issues and passed all testing on a test fixture. The usm was also installed on an in-house system where the issue was unable to be replicated. The top plate on the usm will be replaced as a precaution. The complaint was not confirmed based on failure analysis. The probable root cause for both usms cannot be determined based on the information available. The usm was analyzed during fa, and the issue could not be replicated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) arm 1 was not maintaining its position on the left. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with clutching the universal surgical manipulator (usm) arm 1 to the left position occurring randomly during the positioning phase before the procedure. The usm arm did not maintain its position and was replaced, but the issue reappeared on the same usm arm, which resulting in subsequent additional replacement. The procedure continued with all four arms, and the usm arm 1 was not disabled. The event was noted on june 29th, although the problem had occurred previously. There was no uncontrolled movement, opposite direction movement, delays, or resistance observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.